Event description:
It was reported that when using the bd pyxis¿ medstation¿ es data may not be current, delay in loading patient information and it took time for the user to check the information. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(4). Was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data was not current and delay in loading the patient information. The technical support specialist (tss) identified that the device had a retry error, renamed the device and put the device in unknown device. Tss found that the data was uploaded as per the server synchronization information and resolved the retry error. Tss also placed a new data base and synced the device to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es data may not be current, delay in loading patient information and it took time for the user to check the information. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.